Event description:
Patient had an oxygen cannula to the nose. A drape covered the surgical area near the oxygen. When the cautery was turned on, it started the drape on fire giving the patient first and second degree burns to the nose and ear. The fire was put out without further incident.